Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak." The alleged leak had been identified during a c-arm x-ray. After the replacement of the port and tubing, the surgeon noted the explanted device had a "hole in the tubing around the seam."